Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was noted to be intermittently oversensing p-waves. The patient had not received any inappropriate therapy.